Event description:
Consumer reported via e-mail that when she went to take the tampon out, the string completely fell off. No injury was reported.

Manufacturer narrative:
(B)(6)2020 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer reported via e-mail that when she went to take the tampon out, the string completely fell off. No injury was reported.